Event description:
It was reported that the ilet device¿s screen was cracked, and the user did not have a protective case; a replacement device and a hard case were provided, and the user was instructed on data sync, shutdown, return procedures, and re-setup. Symptoms included no changes in blood glucose and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and uninterrupted cgm use. Investigation included customer interview and review of service logistics. Investigation of this device revealed physical damage to the display consistent with user handling and lack of a protective case, with no associated alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.